Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hypoglycemia. Customer stated blood glucose was 40 mg/dl because she took a bolus when her glucose was at 71 mg/dl and she gave. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated drive support cap was normal. Customer stated did not allege insulin pump was over-delivering the insulin. Customer performed displacement and it was passed. The insulin pump will be returned for analysis.